Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was beeping currently. Customer's blood glucose value was 150 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the reviewed insulin pump, in which insulin pump may generate a vibration or beep. Customer states there was not something nearby that beeps or vibrates. Customer reports the insulin pump may give constant tone if it finds an error. Customer stated that the insulin pump had no alarms not even in the alarm history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.